Event description:
A 16mm amplatzer septal occluder embolized during the first 24 hours after the procedure, as the device was not in position the following morning on the pre-discharge echo. The device was found by fluoro in the ascending aorta. Using a snare and an arterial catheter, the device was snared and pulled down to the left iliac. However, the device couldn't be extracted any further and had to be surgically removed through a retroperitoneal approach to the iliac at its bifurcation.

Manufacturer narrative:
The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure.

Manufacturer narrative:
Review of the images by aga's medical consultant resulted in the following findings: this patient underwent device closure of an atrial septal defect (asd). The tee images showed two defects that were about 10-11mm apart. One defect was closer to the aorta, with an adequate aortic rim, and the other was in the middle of a thin, hyper-mobile and fluttering atrial septum. From the images received, it does not appear that balloon sizing was performed. Measurements performed by aga's medical consultant revealed the larger defect was about 12mm and the smaller defect was about 4-5mm. A 16mm device was selected, deployed and after stability was confirmed, the device was released. The device embolized overnight and several percutaneous retrievals were attempted; however the device became stuck in the iliac artery and was surgically removed. According to aga's medical consultant, there are several factors that caused the device to embolize in this patient. The tee images revealed the septum between the two defects was very fragile, hyper-mobile and disappeared during atrial systole-diastole. In the echo frames where the septum disappeared, the defect measured about 22mm. It also appeared that the device was placed in the smaller defect. Since the atrial septal tissue was thin, the waist of the device pushed the septum towards the larger defect and caused the device profile to appear normal. Over time, the thin septum "gave-in" and the device embolized.